Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo was selected for use. During preparation, it was noted that the microcatheter fractured when removing it from the hive. No complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The hub and shaft were visually inspected when returned. The device was inspected for any damage or irregularities. The device showed a fracture located 10.7cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for a fractured shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo was selected for use. During preparation, it was noted that the microcatheter fractured when removing it from the hive. No complications were reported.